Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Hcp report source was your patient implanted in the united states? Yes. What is your patient experiencing? Rupture. Which side is this happening on? Right. If deflation/rupture was event spontaneous or did you experience any trauma? No trauma any pre-op scans available? Unknown. If capsular contracture, what is the baker grade? Does your patient have  prior history of capsular contracture? Was a sharp instrument used during the removal of the devices? No have you consulted with your patient? Yes how was the matter diagnosed? During surgery. Implant information: left catalog number unk_gel left serial (B)(6) right catalog numberunk_gel right serial (B)(6) are the devices smooth or textured? Unknown. Did patient have implant replacements: yes. Was patient replaced with mentor gel. Yes. If implants removed, did the symptoms improve? Unknown at this time. New devices information: left catalog number 3505004bc. Left serial number (B)(6). Right catalog number 3505004bc. Right serial number (B)(6).

Manufacturer narrative:
On november 16, 2023, the mentor failure analysis lab received the device for evaluation and confirmed it as a 450cc mentor memorygel breast implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 450cc breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).